Event description:
A patient reported an issue with the battery life, which was draining to half its usual duration. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional corrective actions were taken.